Event description:
It was reported the 3fr sv PICC broke at the hub. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 3fr s/l powerpicc sv catheter. Usage residues were abundant throughout the sample. Kinks and discoloration were observed along length of the extension tube. A partially circumferential split was observed at the luer/tubing joint. The sample kinked preferentially near the split. Necking was observed in the vicinity of the split. Microscopic inspection of the split revealed a granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The fracture features were consistent with material failure due to repetitive torsional stress. The location of the damage, extensive use residue and extension tube deformation suggested that catheter securement, access and maintenance techniques likely contributed. A lot history review (lhr) of redu2999 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2999 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the 3fr sv PICC broke at the hub. No other information was provided.